Event description:
Report of sole separating from shoe on a post-op shoe after 3 weeks. No injury reported.

Manufacturer narrative:
The evaluation has confirmed separation of the sole from the shoe. The supplier of the post-op shoe has been issued a corrective action and has been unable to determine the root cause of the failure. Breg is no longer distributing this product. File.